Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had endoscope error e315, endoscope is not supported. Error presented during preparation for use, the procedure was completed using similar equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus. The customer¿s allegation was of error 315 was confirmed. In addition, an e216 occurred. The following non-reportable malfunctions were found during device evaluation: insertion part distal end light guide cover lens broken, insertion part glue chipped, insertion part connecting tube scratch; pocket pouch, control unit humid, scope connector cover wear and tear, connector corroded and humid, low angle, knob play, and ID chip function operational fail due to control board corroded. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 unsupported scope error and observed e216 scope communication error could not definitively be determined, however, the issues were likely the result of water ingress into the scope connector, resulting in an electronic component malfunction. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image. ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter. The endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.